Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing issue (tubing was kinked and rotated) on (B)(6) 2024. The patient replaced the trusteel infusion set and resumed insulin deliveries successfully. No further information was available.